Event description:
It was reported that during a percutaneous coronary intervention, catheter caused an additional lesion distal to the stent. The 85% stenosed target lesion was located at the severely tortuous and moderately calcified mid left anterior descending artery. The physician used atlantis sr pro when thought that the tip of the catheter caused an additional lesion to the distal stent. The physician felt like the lesion was not there before he put down the catheter and he noticed the lesion after he put it down. The catheter was then pulled out from the patient's body and the physician ballooned the lesion and no further actions taken. No complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR:it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).